Event description:
It was reported that a user stated the ilet was negatively affecting his quality of life and requested a return outside the stated return window, while also reporting sensations of jitteriness when blood glucose was around 80 mg/dl and self-correcting at that level. Symptoms included perceived hypoglycemia. Outcomes included user dissatisfaction and a request for device return. Investigation included review of device usage data and consultation with the field team, which indicated a time-in-range near 80 percent with no recorded hypoglycemia and no device alarms or malfunctions. Investigation of this case revealed no device performance issue and suggested user-specific behavior and expectations as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.